Event description:
A hospital reported that during rounds in the nicu, a cosycot infant warmer was found "leaning to the left". No patient consequence was reported.

Manufacturer narrative:
Replaced the elevator base of the infant warmer. An investigation was carried out based on the event descriptions and results of previous investigations on similar complaints, as the complaint device has not been returned for evaluation. Leaning of the cosycot infant warmer, due to excessive weight loading, is a known problem. Total weight of the device, including accessories and patient, exceeding 115 kg may, under certain circumstances, cause cracks in the plastic leg of the base and damage to the base electric elevator mechanism. Conclusion: we have an open CAPA to address this issue. The corrective action, informing the users of the maximum weight for the cosycot infant warmer and to inspect the bases of their cosycots, is expected to be completed by the end of 2008. This corrective action has been notified to the district office.